Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, an issue with the erbe integrated electrosurgical unit (iesu) occurred. The erbe generator encountered various errors during surgery, making it difficult to use the bipolar energy. When errors occurred, the customer replaced the energy cable and the instrument once, but faults kept returning. The customer reported that surgery was completed, but with difficulties. There was no effect to patient outcome. The intuitive surgical, inc. (Isi) technical support engineer (tse) verified several erbe errors in logs. Tse advised against using the erbe for next surgery and asked if they had a backup generator such as force triad. The customer informed tse they would use the backup esu for next surgery. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the operation was completed successfully. The surgery time was slightly longer. Bipolar energy was not used during the final surgery. The operation was completed with the help of the robot. The generator was not replaced in the middle of the operation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the integrated electrosurgical unit (iesu) associated with the customer-reported complaint. The unit was analyzed and was placed on an in-house system and was run in normal mode. The unit energized and cauterized and all ports recognized instruments.